Event description:
Additional information received indicated lead damage was the suspected cause of the oversensing. X-ray imaging was performed, but no lead damage could be confirmed. No intervention was performed at this time. The patient was stable and will continue to be monitored.

Event description:
During remote monitoring, episodes of noise resulting in oversensing and pacing inhibition were observed on the right ventricular (rv) lead. No intervention was performed at this time. The patient was stable and will continue to be monitored.